Event description:
It was reported that pump displayed malfunction alarm code 12 with associated fault ID and that no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset it with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.